Manufacturer narrative:
Continuation of d10: 407452 lead implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in capture threshold to high. It was noted that there was a gradual increase in rv pacing impedance. It was also noted that there was suspected non-capture of the rv lead. It was also reported that there was suspected undersensing of p-waves on the right atrial (ra) lead on the present rhythm, resulting in unnecessary atrial pacing spikes. Chronically low p-wave amplitude was noted. The ra lead was capped and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported via the following physician that the patient initially presented to the emergency department (ed) with bradycardia and a temporary lead was placed to stabilize the patient. A chest x-ray showed a dislodged ra lead prior to replacement. It was reported that the rv lead was still functioning properly and was left in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.